Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found all labels were still intact. No physical damage was found on the device. Functional testing confirmed the reported issue. The root cause of the reported issue was found to be defective downstream sensor. The downstream sensor and the upstream sensor re-calibration were replaced. No product information has been provided to date. Company representative/foreign.

Event description:
It was reported that during the use of the pump, a "high pressure" alarm and a "no disposable, pump won't run" alarm frequently went off. No patient injury was reported.